Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from venezuela of fever and peritonitis in an female patient coincident with dianeal (dianeal_1.5% pd2_solution for peritoneal dialysis_bag, pvc and dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapies. On an unreported date, the patient began treatment with dianeal 1.5% (6l, daily, lot number not reported) and dianeal 2.5% (6l, three times a week, lot number not reported) intraperitoneally (ip) for chronic renal disease. The patient used two bags of dianeal 1.5% one day and the next day one bag of 1.5% and one bag of 2.5%. Dianeal therapies were ongoing. On (B)(6) 2012, the physician contacted called baxter (B)(4) technical service center and the following was reported. On (B)(6) 2012, the patient experienced fever, abdominal pain and turbid liquid. On (B)(6) 2012, the patient was seen at the renal unit. During the line manual change, a rupture and fibrin inside the line was found. Due to this finding and the difficulty of the solution passing through the line, the patient was hospitalized the same date. On the same date, the patient was diagnosed with peritonitis manifested by abdominal pain and turbid liquid. On the same date, the patient began treatment with cephalotin and meropenem for peritonitis. The physician referred that the rupture of the line was the probable cause of the peritonitis and said that alcohol was used to clean the lines everyday.

Manufacturer narrative:
(B)(4). Corrected: the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation. Additional information: information received (B)(4) 2012: on an unreported date, the patient was discharged from the hospital. On (B)(6) 2012, the patient had finished the treatment with antibiotics. Information received (B)(4) 2012: patient is still active in therapy. A hole in the line was reported.

Manufacturer narrative:
(B)(4). Correction: this complaint is not confirmed and no assignable cause could be determined because no sample was returned to baxter.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore suspect medical device info and 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.